Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit p-cap / reservoir locked properly in place. Unit received with cracked keypad overlay and scratched case. Unit received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Unit properly tested with displacement test and self test. No button error alarm noted upon testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the buttons was need to be pressed multiple times to make them work as well as scratches in screen and crack on the middle buttons. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.